Manufacturer narrative:
Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient experienced staphylococcus aureus methicillin infection at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted to address the issue.

Event description:
Additional information received indicates that antibiotics was administered to treat the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that infection has resolved and a new ipg was implanted.

Manufacturer narrative:
Corrected data: d6b - date of explant.